Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six inappropriate shocks due to noise on the right ventricular (rv) lead. It was noted that one shock caused ventricular fibrillation (vf) which was terminated by the next shock. The rv lead also had high thresholds which triggered an alert and the lead was unable to capture at full output. The pacing impedance was high and undefined which also triggered an alert. And a fracture was confirmed as it was visualized on x-ray that there was a complete fracture of the pacing conductor just distal to the suture sleeve. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.